Event description:
Boston scientific received information that this device was returned to allow for reliability analysis. To date, no adverse patient effects were reported in association with this device.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, review of device memory identified a reset had occurred early in device life. Additionally, it was noted the device had been programmed with atrial flutter response (afr) on. When afr is programmed on in this family of devices and other uncommon parameters are also programmed, this may result in the type of reset observed during laboratory analysis. Newer generation devices are manufactured such that this type of interaction should not occur.